Event description:
The customer reported that while attempting to pace the pt, the pacing function was not working. The pt expired. The customer later stated that the end user did not press the "start" button.